Event description:
In 2006, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2009, an aneurx graft and palmaz stent were placed to address a proximal type I endoleak. The endoleak resolved and the patient is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.